Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation revealed the helix was retracted and dried body tissue and blood was in the helix mechanism and the lead's lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would have contributed to the reported clinical observation.

Event description:
Boston scientific received information that three days post implant, this right ventricular lead was dislodged. A revision procedure was performed. During the repositioning attempts, the lead would not stay in an acceptable position. A decision was made to replace this lead. The lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Event description:
.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.